Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a follow up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were suggested but not yet scheduled. The patient was stable after the device interrogation.